Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out. The customer¿s blood glucose value was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed selftest. Unit received with end cap broken off. Unable to perform unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to end cap broken off. The drive support disk was inspected and no anomalies noted.